Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying an "oxygen not available" error message. The device was in clinical use when the issue occurred. No patient or user harm reported. The philips remote service engineer (rse) noted that the customer's v60 ventilator was displaying an "oxygen not available" error message. During troubleshooting, the biomedical engineer (bme) reported that 1208 "alarm message: oxygen not available" and 1111 "(cbit) check vent: oxygen device failed" error codes were documented. The rse advised the bme to perform a performance verification test (pvt). The rse also recommended trying to test the device with the manifold in line, and then without using the manifold. The bme sent an email reporting that the issue may have been caused by a user error. The flow meter was open with a slow leak, but once it was reconnected, the bme confirmed that the device was working.